Event description:
A trochanteric fixation nail was noted as broken on x-ray taken. Nail was implanted for a pathologic fracture of the left subtrochanter. The nail will probably not be removed due to the health of the pt.

Event description:
Nail was implanted with a spiral blade for a left intertrochanteric femur fracture. Subject device was noted as broken at the junction of the nail and spiral blade.